Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly difficult to be removed from package. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter loaded onto a packaging hoop was returned for evaluation. A break was noted at the glue joint. No other specific damages were noted during the visual evaluation. The stylet was removed from the distal tip of the balloon with slight resistance. Although the stylet was removed with slight resistance from the catheter during the functional testing, a break at the bond joint at the catheter was noted during the visual evaluation; therefore, the investigation was confirmed for the reported difficulty in removing the stylet from the balloon catheter and the identified catheter bond joint break. A definitive root cause for the reported difficult to remove stylet from the balloon catheter and identified catheter bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2024).